Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted with resetting the pump, and the issue did not recur after the reset. Technical support advised the caller to continue using the pump and to reach out if any further issues arose.